Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. It also indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and that the criteria for the right ventricular lead integrity alert were met.

Event description:
It was reported that there was a lead integrity warning for the right ventricular (rv) lead. There was sudden high pacing impedance, oversensing and a high number of short v-v (ventricular ¿ventricular) intervals. The patient is pregnant so the decision was made to turn off the device and consider lead management after the patient has completed their pregnancy. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: product event summary: the lead was not returned for analysis, however, additional performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient has completed their pregnancy and is now scheduled for a lead revision to replace the fractured right ventricular (rv) lead. It was noted that there was varying rv lead impedance when the patient raised their left hand. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation was ruptured. If information is provided in the future, a supplemental report will be issued.